Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The max rv pace impedance measurement has periods of variability and was highest at the last reading. The range was 408 - 2400 ohms. The lifetime ventricular sensing integrity counter is 665 and all counts occurred since (B)(6) 2010. Upon analysis, no anomalies found, however defib conductor was distorted, outer tubing overlay breached cut, white substance on exposed defib coil, apparent explant damage, and blood on outer tubing overlay and helix; the analyst noted that there was only one set of setscrew marks on the is-1 pin and it is too proximal, thus lead was not fully inserted into the device; full lead returned and analyzed. (B)(4) no anomalies found, however distal and proximal conductors were distorted, outer insulation breached cut, distal conductor fracture (overstress), helix distorted/bent, apparent explant damage, and blood on proximal conductor and helix; full lead returned and analyzed.

Event description:
The report to technical services noted during device interrogation impedance was high several days during the past week and oversensing was occurring with the right ventricular lead. Consequently, a revision procedure was completed: right ventricular lead excised and replaced. However, during the extraction of the right ventricular lead, the atrial lead dislodged. Partial atrial lead excised, and it was replaced. No patient complications have been reported as a result of these events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the devices are in process; the results will be forwarded when available.